Event description:
Physician called to report possibly contaminated ingestable. Product was used on pt and on the same night the pt returned to the hosp and was diagnosed with bacterial meningitis. Dr called the drug company who stated that there had been problems with omnipaqe 240.